Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the ventricular assist device (vad) coordinator was preparing the backup system controller before discharging the patient. When placing the backup battery (ebb) in the controller, the information about the next scheduled exchange date was "0 months" shown on the heartmate touch display. The vad coordinator disconnected and reconnected the ebb with the same result. A different ebb was used, and the same issue occurred. The first ebb was tried again and the issue resolved. The root cause for the observed system behavior was not clear.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller clock not being set was confirmed via the submitted image. The heartmate 3 system controller (hsc-511701) was not returned, and log files were not submitted for review. The root cause of the reported event was determined to be the controller clock not being set. The relevant sections of the device history records for hsc-511701 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU,, heartmate 3 patient handbook, are currently available. The IFU section 4, entitled ¿heartmate touch communications system¿ instructs users how to properly set and sync the system controller¿s clock with the heartmate touch and to ensure that the date and time are correct. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.